Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and multiple altitude alarms were received. Customer declined to troubleshoot and declined follow up from tandem technical support. There was no reported impact to customer's blood glucose. No additional information was provided.